Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. Furthermore, in situ testing showed affected channels.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The users hearing performance is affected. A gradual deterioration of performance with the device is reported. In the beginning the user got used to the new maps quite well even with active fewer electrodes. The user has been re-implanted.